Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
It was reported that before ligation the jaws of the applier was found misaligned during use. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device history for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc lot in july of 2021. It was found that this order was made from the correct materials and components and all approved processed were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardi zed procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that before ligation the jaws of the applier was found misaligned during use. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient.